Manufacturer narrative:
Product analysis: analysis of the analyzer found that it failed at incoming tests whilst it was mechanically intact. The analyzer shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer returned with the programmer as an associated device subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.